Manufacturer narrative:
Complaint conclusion: during treatment of a long chronic total occlusion in the right external iliac artery, a smart control sds was unable to track to the lesion and the procedure was discontinued due to distal embolism. Approach was made with a terumo 7f long sheath introducer. After the target lesion was easily crossed with a treasure guidewire, it was exchanged to another non-cordis guidewire through an unknown transit microcatheter. As the plaque in the lesion was very soft, minimum dilatation was conducted with a sleek balloon catheter. A smart control was advanced, however, friction/resistance occurred and it was unable to track through the vessel due to heavy vessel tortuosity. While attempting to exchange to an unknown guidewire, the patient started to complaint of pain secondary to a minor distal embolism. The procedure was cancelled and the patient was treated surgically. The patient is in stable condition. The smart control device was returned for analysis and it was noted that the stent was deployed. It was confirmed that the stent was never deployed in the patient during the procedure. The assistant intentionally deployed the stent from the sds after the procedure. One non sterile unit of smart control 8x80mm was received coiled in a plastic bag along with one deployed stent. The outer sheath was bent at 11.0cm and 18.7cm of the ID band, distal tip was out of position-uncannulated 0.5 cm and locking pin was not received. Blood residues were found at the handle. No other discrepancies were found. The sds was introduced into a lab sample fr6 csi introducer with no resistance found. The outer diameter (od) of the stent delivery system was measured and it was found acceptable. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The "tracking difficulty" condition reported by the customer was not confirmed as no discrepancies were found during functional and dimensional analyses. The cause of the bent condition found during the analysis could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to prevent this type of failure, as well as there are inspections in place to detect damages in the sds. Handling and the coiled condition of the unit received for analysis may contribute to failure as reported. The cause of the distal tip was out of position-uncannulated condition found during the analysis could not be conclusively determined; however, it does not appear to be manufacturing related. Controls are in place at the final assembly and packaging processes to prevent this type of failure, as well as there are inspections in place to detect this type of failure in the sds. Handling and the coiled condition of the unit received for analysis may contribute to failure as reported. Neither the DHR review nor the product analysis suggest that the condition reported by the customer is manufacturing related, therefore no actions will be taken at this time. Migration of embolus is a known potential risk associated with implanting a stent in any artery. The physical manipulation of the artery produces the risk of dislodgement of debris that may travel downstream to the peripheral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. This is an inherent risk of the procedure and does not represent a device malfunction. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2011-00505 and 1058196-2011-00373. One non sterile unit of smart control 8x80mm was received coiled in a plastic bag along with one deployed stent. The outer sheath was bent at 11.0cm and 18.7cm of the ID band, distal tip was out of position-uncannulated 0.5 cm and locking pin was not received. Blood residues were found at the handle. No other discrepancies were found. The sds was introduced into a lab sample fr6 csi introducer with no resistance found. The outer diameter (od) of the stent delivery system was measured and it was found acceptable. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The "tracking difficulty" condition reported by the customer was not confirmed as no discrepancies were found during functional and dimensional analyses. The cause of the bent condition found during the analysis could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to prevent this type of failure, as well as there are inspections in place to detect damages in the sds. Handling and the coiled condition of the unit received for analysis may contribute to failure as reported. The cause of the distal tip was out of position-uncannulated condition found during the analysis could not be conclusively determined; however, it does not appear to be manufacturing related. Controls are in place at the final assembly and packaging processes to prevent this type of failure, as well as there are inspections in place to detect this type of failure in the sds. Handling and the coiled condition of the unit received for analysis may contribute to failure as reported. Neither the DHR review nor the product analysis suggest that the condition reported by the customer is manufacturing related, therefore no actions will be taken at this time.

Manufacturer narrative:
Concomitant devices included 7f terumo 25cm sheath introducer, dv1430s guidewire, transit microcatheter, clearstream sleek balloon catheter. The device has been returned for analysis, but the analysis has not yet been completed. A review of the manufacturing documentation associated with this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2011-00505 and 1058196-2011-00373.

Event description:
During treatment of a long chronic total occlusion in the right external iliac artery, a smart control was unable to track to the lesion and the procedure was discontinued due to distal embolism. Approach was made with a 7f long sheath introducer (terumo, 25cm). After the target lesion was easily crossed with a treasure guidewire, it was exchanged to a dv1430s guidewire through an unknown transit microcatheter. As the plaque in the lesion was very soft, minimum dilatation was conducted with 425-2012x sleek balloon catheter. A smart control was advanced, but friction/resistance occurred and it could not track through the vessel due to the heavy vessel tortuosity. While attempting to exchange to a 0.035 guidewire (details unknown), the patient started to complaint of pain from a minor distal embolism. The procedure was cancelled and the patient was treated surgically. The patient is in stable condition. The smart control device was returned for analysis and it was noted that the stent was deployed. It was confirmed that the stent was never deployed in the patient during the procedure. The assistant intentionally deployed the stent from the sds after the procedure.